Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead perforated the heart wall; the perforation was identified through fluoroscopy. The pericardial space was drained and the physician was able to confirm it by sight. The helix of the rv lead did not retract and after further analysis it was identified tissue growth around it. The right ventricular (rv) lead was explanted a new lead was implanted. No additional adverse patient effects were reported.